Event description:
Caller reported a malfunction on the pump with malfunction code malf 0, which did not cause notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, who provided pump reset information and assisted with resetting the pump. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappears.